Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information was requested . Investigation is in progress. Device not received yet by manufacturer.

Event description:
Roi-c : broken cage when impacting anchor. It was an anterior cervical discectomy & fusion. At the moment of anchor impaction, the cage broke. Both were removed and surgery was completed successfully with another device. No impact on patient. Additional information received shows that it was of 3 levels surgery. Both first and second levels were implanted without issue. The issue occurred at the third level c4-c5. It occured with first anchor of this level (superior anchor). According to the reporter , the cage broke at the moment the first anchor was inserted when the impactor 1 was used. According to the reporter " there was a longitudinal left incision on the bodies of c4, c5, c6 and c7 , in addition of divulsion up the spine." No starter awl was used for the surgery. According to reporter, surgical technique was respected while loading cage on implant holder and for impaction sequence. Also, the axis of the disc space was respected and no sclerotic bones were reported by surgeon. No impact on the patient state of heath. No consequence on the surgery or delay was reported. Additional information was requested and investigation is in progress.

Event description:
Roi-c : broken cage when impacting anchor. It was reported that during a three level roic surgery, for the third level , at the moment of anchor impaction, the cage broke. Both were removed and surgery was completed successfully with another device. No impact on patient. Device was returned to manufacturer and examination was performed.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was received by the manufacturer and was evaluated by r&d departement . Results shows marks of conflict on both anchoring plate and the cage slot was broken. The review of the two device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case, the analysis of the returned products and the recurrence of this type of event for this implant, the cause for the event is a conflict between the two anchoring plate that caused the cage breakage. The analysis shows that probably the first anchor wasn't fully impacted and surgeon tried to impact the second anchor which hit the first one and the cage broke. As mentioned in the surgical technique : in case where a strong resistance is felt, immediately stop the insertion and perform fluoroscopic control to determinate the reason of the resistance. Investigation found no evidence on a device issue. Root cause mishandling during anchoring plate impaction.